Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was initially filled with 300 units on (B)(6) 2017. The customer's blood glucose level was not impacted (ranged from 87-239 mg/dl). The customer was able to load a new cartridge successfully and resume pump therapy.